Event description:
Additional information was received. Rep reported they met with the patient and was able to charge ins normally. Rep indicated patient was getting excellent coupling. Rep will instruct patient to charge to full and to keep the ins charged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient had not been able to do a full recharge for more than a week. It was indicated the issue had gotten worse over time and for the past 3-4 days, prior to (B)(6) 2020, they had not been able to charge. They started to receive a no device found message and when passive recharge was started the numbers on the screen were 100-100-100. During the call the patient started a passive charging session and all values were 100. The caller had tried to reset the recharger prior to the call. The patient attempted to reset the controller again during the call. Another charging session was attempted and the patient received a poor recharge quality screen. When pressure was applied to the recharger the controller switched to the normal charging screen with excellent coupling. It was reported the device was superficial and they could not identify if it was tilted. It was noted it felt like there was a wire between the device and the surface of the skin. It was initially indicated the issue started 3-4 days ago, however it was later indicated they started to have trouble charging more than a week ago, prior to (B)(6)2020. The patient was going to follow up with the manufacturer representative at the healthcare provider's office. No symptoms were reported.